Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right iliac artery with heavy calcification. The 8.0 x 59 mm omni elite stent delivery system (sds) was advanced, but could not cross due to the calcification. During removal, resistance was noted with the sheath; therefore, the 6f sheath and the sds were removed together. A new 7f sheath was used with a new omni elite sds successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. It was noted that after the procedure, the device was manipulated, but the account could not clarify how.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to cross could not be replicated in a lab environment as it was based on case circumstances. The difficult to remove from the introducer sheath was confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.